Event description:
During product evaluation, failure code 814:01 was found in the pumps' event history. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 714:01 was confirmed. Inspection of the device found that the failure code was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for this failure code. This failure code is currently being investigated under CAPA, which was opened in 2005. The issue of depleted batteries is being investigated under CAPA, which was opened in 2005.